Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. After the first occlusion alarm declared, the customer changed infusion sets from the t:90 infusion set to the contact detach and successfully resumed insulin. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. While wearing the contact detach infusion set, another occlusion alarm declared. The customer was able to resume insulin delivery prior to contacting tandem technical support. The customer's blood glucose (bg) level was 160 mg/dl. The customer declined troubleshooting for the current occlusion alarm.